Event description:
During the processing of tissue samples a leak developed in the sys "spillin" xylene in the lab. The lab could not be entered until fume control and breathing protection was available.